Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Estimated date of event - the customer reported the incident occurred within the last two weeks before reporting the product experience.

Event description:
Subsequent to the initial medwatch report, device analysis revealed two anterior cuff tabs were broken off from the cuff and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the operator. The locations of the two anterior cuff tabs are not known. The device operator was notified of the two anterior cuff tabs detachments, but was unable to provide any further information. Additionally, the customer indicated they are not aware of a patient returning after a catheterization with symptoms possibly related to a cuff tab detachment. No additional information was provided.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss was observed. When the needle plunger was removed, no suture was present. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Analysis of the device revealed the anterior needle detached from the anterior cuff, which can appear to the operator as the reported needle-to-cuff miss. In addition, two anterior cuff tabs measuring one one-hundredth (0.01) of an inch square were broken off from the anterior cuff and were not returned with the device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.